Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan alleging that their onetouch ping meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient was unwilling to answer most questions from the cca. The patient did not provide any specific blood glucose readings obtained on the subject meter. It is unknown how the patient manages their diabetes. The patient reported consuming more food/drink in response to the alleged issue. The patient reported developing symptoms of ¿knocked down and gone in the mind¿. It was unclear if the patient had become unconscious and it is unknown when these symptoms developed. The patient was unwilling to answer if they had any treatment for these symptoms. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported as the patient may have suffered a serious injury while using the subject meter.

Manufacturer narrative:
Follow-up # 2: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Incident description was updated to the following after additional information was obtained - on (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ping meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient was unwilling to answer most questions from the cca. The patient reported obtaining a blood glucose reading of ¿300mg/dl¿ on the subject meter. It is unknown how the patient manages their diabetes. The patient reported consuming more food/drink in response to the alleged issue. The patient reported developing symptoms of ¿knocked down and gone in the mind¿. It was unclear if the patient had become unconscious and it is unknown when these symptoms developed. The patient was unwilling to answer if they had any treatment for these symptoms. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported as the patient may have suffered a serious injury while using the subject meter.